Event description:
It was reported by repair work order that there were exposed sharp edges due to a malfunctioned roller bumper.

Manufacturer narrative:
Device has exceeded the expected life expectancy.

Event description:
It was reported by repair work order that there were exposed sharp edges due to a malfunctioned roller bumper.

Manufacturer narrative:
Upon completion of the manufacturer's investigation it was also determined that the head end jack could not be lowered and was stuck in a raised position due to missing jack release valve sleeves.